Event description:
It was reported that during an unknown procedure, the duck film and the core of the device fell off when the surgeon took it off the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the duckbill detached from the housing. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.